Manufacturer narrative:
Report source: value analysis manager. The received unexpected return was confirmed to have a cracked female luer during visual inspection of microbore extension set model 30853. Inspection observed that the female luer component had a 0.3860 inch long crack along the length of the luer and the crack was opposite the injection gate. The set was visually inspected for holes/tears in the tubing or damages to the components. A crack was observed along the side of the set's female luer. The crack was observed to be approximately 0.3860 inches long, opposite the injection gate, and running parallel to the direction of fluid flow. No tool markings were observed around the observed damaged area. No other damages or other issues were observed. The root cause of the crack was identified to be a result of internal stresses created during the manufacturing process.

Event description:
The set was received as an unexpected return with no other information provided. Although requested, there has been no impact to patient response or additional event information made available to date.